Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had burning sensation since last reprogramming session. Patient said she had a few reprogramming sessions with representative. It was noted nothing had been performed regarding burning sensation as patient hadn't reported to rep, it was occurring daily. There was no trauma or falls related to this issue. Patient stated burning sensation was more sensitive if any pressure was on ins such as when sleeping, so patient turned stimulation off. Patient stated burning sensation stopped when stim was off. It was noted patient had burning at ins site. This would consider a sudden or gradual change in therapy or symptoms. No further complication and events were reported.

Manufacturer narrative:
H6: after further review of this file, codes have been updated. Imf, ime, img codes were added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated that device reprogramming led to the burning sensation and more reprogramming was needed to resolve the issue. They stated the burning sensation was not resolved. No further patient complications were reported as a result of this event.